Event description:
It was reported that the patient received 4 inadequate shocks since implant because of muscle-potential sensing. Interrogation showed one time an impedance over the upper limit. Blood was observed between the plug and the former place of the fixation sleeve, and the insulation appeared damaged. The lead was explanted. No patient complications have been reported as a result of this event.